Event description:
It was reported that during the implant procedure, the stylet was unable to be advanced to the tip of the lead which prevented they physician from positioning the lead in the desired location. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. The test stylet passes without resistance through the entire length of the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.